Event description:
The manufacturer received information alleging ventilation service required error code was found during calibration on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated at the third-party service center. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent (e-0344), was observed on the device's error log. In conclusion, the device's printed circuit assembly (pca) was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the handle, front cover, and rear cover were replaced for physical damage unrelated to the reportable issue. The whisper cap and obm inlet adaptor were replaced for contamination unrelated to the reported issue. The obm gasket was replaced for preventative maintenance unrelated to the reported issue. The device passed all final testing.

Manufacturer narrative:
The manufacturer received information alleging ventilation service required error code was found during calibration on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated at the third-party service center. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent (e-0344), was observed on the device's error log. In conclusion, the device's printed circuit assembly (pca) was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the handle, front cover, and rear cover were replaced for physical damage unrelated to the reportable issue. The whisper cap and obm inlet adaptor were replaced for contamination unrelated to the reported issue. The obm gasket was replaced for preventative maintenance unrelated to the reported issue. The device passed all final testing. The bad date of the initial report was incorrectly reported. The bad date have been updated to reflect the correct date.